Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The reported blood glucose reading at the time of the call was 91 mg/dl. The customer stated that she was feeling disoriented prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.